Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: sc-4316 lot #: 17062786 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing increase pain from the midline incision site and upon examination; there was positive tenderness over the scs battery site. The physician did not believe that there was device malfunction. The patient underwent an explant procedure.